Event description:
Patient called lfs and alleged that the meter was reading inaccurately high. The patient was comparing their meter to the lab. Patient's meter read 174 mg/dl and the lab result was 134 mg/dl. The comparision fell outside of the expected range of 20%. The patient also performed two control solution tests, which failed. New meter, test strips and solution are being sent to the patient. No further information has been reported.